Manufacturer narrative:
UDI: (B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 2.75x38mm promus premier¿ stent was advanced but failed to cross the lesion. The device was removed and it was noted that the proximal segment of the stent was flared. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: promus premier us mr 2.75x38mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. The most proximal stent strut rows were damaged with stent struts lifted and pulled distally. The undamaged crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 2.75x38mm promus premier stent was advanced but failed to cross the lesion. The device was removed and it was noted that the proximal segment of the stent was flared. No patient complications were reported.